Manufacturer narrative:
Continuation of d10: product ID: 8784; serial#: (B)(6); implanted: (B)(6) 2018; explanted: (B)(6) 2024; product type: catheter. Product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2014; explanted: (B)(6) 2024; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 11-oct-2020, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 04-sep-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver compounded baclofen at a concentration of "1500mcg" and a dose of "500mcg". It was reported that a pump replacement for elective replacement indicator (eri) occurred. Once the "pump segment" was opened, the catheter was fractured at the pump segment. The doctor replaced the entire catheter due to this. The old catheter that was fractured was removed and replaced with an 8780 at the time of the pump revision. The pump was replaced and there were no issues to report with the pump. Environmental, external, or patient factors that may have led or contributed to the issue were not applicable. The reporter was not aware of any diagnostics or troubleshooting prior to the case, other than the eri of the pump. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown.